Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the instrument was found with teflon pad damage. The top and bottom of the teflon pad were no longer present on the clamp arm. Missing material, approximately 0.11¿ x 0.10¿ and 0.09" x 0.10" was not returned with the instrument. Failure analysis found the primary failure of the damaged teflon pad to be related to the customer reported complaint. The root cause was attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210913-0270) was last used on (B)(6) 2022 during this reported procedure with system sk3660. The harmonic ace instrument is a single-use device. An image of the harmonic ace instrument related to this event was received and reviewed by the regulatory post market surveillance (rpms) specialist. It is hard to tell from the image, but it looks like material was possibly missing from the teflon pad. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis investigations confirmed missing material from the harmonic ace instrument teflon pad. The missing material could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the customer noted that the harmonic ace instrument had a "wing amputation." There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was not inspected prior to use. The surgeon was dissecting tissue at the time of the event. No instrument collision was observed. The customer discovered that the instrument "white gasket" was broken. However, it was confirmed that no fragments fell inside the patient during the procedure. There is no video recording of the procedure, but an image of the instrument damage was provided.